Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzl1374 showed no other similar product complaint(s) from this lot number.

Event description:
On 10/24/2016- the facility reported that a pinhole was found 1 inch from the insertion site, by the cuff. The line was repaired. No other information available. No patient injury reported.